Event description:
It was reported that this inflatable penile prosthesis cylinders and pump were removed as it stopped inflating. Upon explant a hole was found in the left cylinder. New inflatable penile prosthesis cylinders and pump were implanted. No patient complications were reported.